Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of the insulin pump had scratched and hard to read. Customer also reported that the buttons of the insulin were not responding well and battery cap was chipped. Customer reported that alarm was not as loud as it used to be. The insulin pump had no delivery alarm. The battery life had diminished and the insulin pump had failed battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.